Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported run on was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion of the trigger components were found, which could cause the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.